Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed high defib impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in unknown condition.